Event description:
During elective device replacement, diagnostic imaging showed externalized conductors on the right ventricular (rv) lead. Further information was requested but not received. The patient was in stable condition and experienced no adverse health consequences.

Event description:
During elective device replacement, diagnostic imaging showed externalized conductors on the right ventricular (rv) lead. The rv lead was capped and not replaced. The patient was in stable condition and experienced no adverse health consequences.